Manufacturer narrative:
This report is submitted on april 25, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to decrease in performance. The patient was implanted with another cochlear device during the same surgery.